Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low pacing lead impedance was received via remote care. Non- sustained vf episode due to noise was observed. Lead abrasion was suspected. The lead was capped and replaced on (B)(6) 2016. The patient's condition is good.